Event description:
It was reported that the patient was presented to the emergency department in ventricular tachycardia/ ventricular fibrillation after cardiac arrest. After multiple rounds of cardiopulmonary resuscitation (CPR) and medications, the patient passed away. The cause of the death was not considered to be device related and the device operated as expected. The log file captured low flow events on (B)(6) 2021. These continued to occur intermittently throughout the remainder of the log file. The cause of the low flow alarms was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The evaluation of the log files submitted by the account confirmed the report of low flow alarms; however, a specific cause for these alarms could not conclusively be determined through this evaluation. The controller event log file contained data from (B)(6) 2021, 06:49:07 through (B)(6) 2021, 10:12:15. Transient strings of low flow fault flags were captured throughout the duration of the file, resulting in a total of 33 low flow hazard alarms on (B)(6) 2021. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic and lvad event log files captured low flow events. The lvad periodic log file captured the pump operating as expected. No product was available for investigation. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.